Event description:
Customer reported error 49: backup capacitor. The device was received for evaluation. The evaluation confirmed the customer report of device alarms error 49: backup capacitor as it was observed in the device event log. The power supply pcb was replaced. After repair, the device was found to meet specifications.